Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted high lead impedance on the right atrial lead. The patient presented in clinic. Upon interrogation of the device, polarity switch had occurred. An x-ray confirmed clavicular crush. Lead revision was discussed. No additional information was reported. There were no patient consequences.

Event description:
New information noted that the atrial lead was programmed off as the patient is not dependent. The physician decided to not revise the atrial lead. There has been no change in the patient¿s status.